Event description:
The device was returned to the manufacturer after being explanted for battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed low battery voltage and high current drain. The cause of the high current drain was leakage in the battery filter capacitors.